Event description:
It was reported there was a urinary tract infection. It was also noted a loss of therapeutic effect occurred in (B)(6) 2012 with no falls or trauma reported. Stimulation was more uncomfortable when the patient was in pain following a knee surgery. It was reported the patient had to 'get up' four times per night. The patient had been set up with four new programs on (B)(6) 2012. It was noted her implantable neurostimulator (ins) was set at 1.5 volts. Turning the device down to 1.2 volts alleviated the pain, but did not control urinary symptoms. On (B)(6) 2012, it was reported the patient resolved the issues after an appointment with her physician or manufacturer representative. On (B)(6) 2012, it was reported the patient experienced increased urination at night. The patient was 'getting up' three or four times per night, which was the same rate as before the ins was implanted. It was noted that all four new programs were tried and the patient got good relief during the day but not at night. It was also noted the stimulation got stronger and uncomfortable when the patient was lying down. It was reported that the cause of the urinary symptoms was a urinary tract infection. There were no abnormal impedance measurements. An MRI, CT scan, or x-ray performed on (B)(6) 2012 showed the leads in the same position that they were at implant. The patient was treated with antibiotics and had no subsequent injury or hospitalization.

Manufacturer narrative:
Product ID 3889-28, lot# v581950, implanted: (B)(6) 2010, product type lead; product ID 3889-28, lot# v581950, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).